Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code f18 4623 rehabilitation.

Event description:
It was reported that signal loss over one hour occurred. The patient's spouse reported that the patient experienced signal loss from the mobile device for 3 plus hours which occurred 8 days after the sensor had been inserted in the arm. During the period of signal loss, the patient was not monitoring the blood glucose (bg) by fingerstick. The patient experienced loss of consciousness, fall, and a broken knee. During that time, the follow app showed no data for the spouse. She attempted to call the patient; however, he did not respond. A family member checked on the patient and he was found unconscious. Emergency medical services (ems) was called and the bg upon arrival was around 30 mgdl. Before arriving at the hospital, the patient was treated with orange juice and glucose gel and recovered after treatment. The patient was admitted and underwent surgical repair of his broken knee. While hospitalized, he received u500 insulin for routine diabetes management and norco for pain. The patient was discharged to rehabilitation on (B)(6) 2024 to recover from surgical repair of his broken knee. The patient experienced another instance of signal loss documented on sr (B)(4). At the time of the report, the patient was recovering. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.